Event description:
It was reported that the patient experienced hyperglycemia while using an ilet system with a g7 15-day cgm and an inset infusion set, with a highest cgm reading of 260 mg/dl and a confirmatory glucometer reading of 215 mg/dl over approximately 2.5 hours, with the patient noting no carbohydrate intake, no ilet alarms, a dry site, and insulin drops present in tubing; the patient performed a manual cgm calibration and attributed the event to stress. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available, and the medical device problem and component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.